Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that sales consultant was going through standard instrument maintenance checks and found a stripped corail retaining stem inserted that needed to be replaced. Threads appeared to be damaged on both pieces. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that sales consultant was going through standard instrument maintenance checks and found a stripped corail retaining stem inserted that needs to be replaced. Threads appear to be damaged on both pieces. It did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found retaining stem inserter internal shaft was stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces such as but not limited to impaction forces while the mating device is not fully threaded or overtightening, off-axis assembly, prying motion while device is assembled. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.